Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implants region 45 and 47 fractured. Construction was a bridge placed on the implants. Patient suffered from peri-implantitis following bone loss and implant instability. Material analysis concluded inhomogeneous mechanical overloading on the implant.